Manufacturer narrative:
(B)(4). Sample was returned for evaluation and was confirmed for the reported failure and was most likely related to a manufacturing deviancy. Process controls have been updated.

Event description:
A report was received stating a homecare patient came into the office complaining of discomfort in the area of the tracheostomy tube. The physician noticed the patient was bleeding near the area where the discomfort was felt. Recannulation of the patient was required to alleviate the patient's discomfort. Following recannulation, the physician noticed "the reusable trach was sticking way out past the end of the trach and the inner cannulas are rough". There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number of the referenced device was not provided therefore a review of the device history is unable to be performed. The date of manufacture is unknown.